Event description:
A facility reported that the locking mechanism on the mayfield composite series skull clamp (a1059) locking mechanism does not hold. The facility has not reported if there was patient involvement, injury, or surgical delay relative to this event.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received has up and down movement in the rocker arm assembly. The disk ratchet and retainer were replaced due to wear. Root cause analysis: complaint confirmed via inspection of the unit. There was up and down movement present in the rocker arm assembly and the unit required replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.